Event description:
Info received indicates the trial lead was implanted for pt testing of spinal cord stimulation therapy in early 2006. One week after testing was completed and during product retrieval in 2006 the hcp reports the product was damaged and fractured at explant involving damage to the lead insulation. Four days later, another attempt was made to recover the lead and the lead was completely taken away from the body without having a surgical procedure. Other pt tests were performed. The pt outcome was reported to the manufacturer as recovered. The hcp stated that it is possible the device was damaged when it was implanted. Because of the possibility the lead fractured during implantation, the hcp will sterilize and examine the lead at the hospital. Test results and device return have been requested. A follow-up MDR will be sent to FDA when additional info becomes available.